Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the temples, cheeks, and jawline with an unspecified juvéderm®. The patient contracted the flu virus (this event is not device related) and then experienced ¿nodules, swelling, hardening, and pain¿ the patient was then injected in the lips with one syringe of juvéderm volbella® xc and in the temples, cheeks, and jawline twice with juvéderm voluma® xc, with the latter injection one year after the first formation of the adverse event. The patient again experienced ¿swelling, hardening, and pain¿ at the injection site that started around the left side of mandible, then worked to the left side of the lip, then upper lip, and under the eyes. The patient then reported that they were injected a year later with juvéderm voluma® xc, juvéderm volbella® xc, and juvéderm vollure¿ xc and again experienced ¿nodules¿ 10 months later. That same month, the patient had an ultrasound performed to view the nodules and dissolving the product was recommended. The nodules continued for 8 months and were described as ¿rock hard and painful.¿ the patient has been treated with prednisone, 6 bottles of hylenex, 6 rounds of intralesional kenalog to each lesion, 3 rounds of different antibiotics (including amoxicillin), and 3 rounds of oral steroids. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00250 (allergan complaint #(B)(4)), MDR ID# 3005113652-2020-00252 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00253 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00254 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00255 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2020-00256 (allergan complaint # (B)(4)). This is the second MDR submitted for the second suspect product, juvéderm volbella® xc.